Manufacturer narrative:
Unit received with critical pump error (open book image) due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with cracked case at belt clip rail corner. Moisture damage on motor assembly and force sensor assembly. (B)(4).

Event description:
It was reported that the insulin pump was alarmed and stopped working. The customer¿s blood glucose level was 7 mmol/l at the time of incident. Customer stated that they noticed crack on battery side of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.